Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (401 mg/dl). The customer stated a bolus via the pump would be administered to correct elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.